Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 167.4 mg/ dl.